Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 2mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 3 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and was exchanged with another 2mmx20mmx143cm coyote¿ es balloon catheter. Additional dilation was then performed using a 3mm-150mm coyote balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).